Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was explanted due to concern for potential infection at the closed loop stimulator (cls) implant site.